Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had cloudy during the inspection. The issue occurred during diagnostic upper screening examination procedure the device inside patient, when patient in sedation. There were no reports of patient harm.

Event description:
The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: b5 (added the procedure was completed using the same device). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified based on the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.